Event description:
While delivering a presidio (pc4181550-30j/ j10380) in a michibiki microcatheter; physician felt a severe resistance and he could not advance the coil anymore. It is unknown where exactly the coil met resistance. So he wanted to re-sheath the presidio but the re-sheathing tool got stuck to the coil introducer sheath and the coil was not able to be reloaded into the introducer sheath although it was kept straight during re-sheathing. Afterwards; the coil was safely removed from the patient and it was replaced with another presidio of the same lot number. However; likewise; physician felt a severe resistance between the coil and the same microcatheter; and while attempting to re-sheath; he was not able reload the coil for the same reason. It happened repeatedly with other presidio coils as well (c4181343-30j/ j10378 and pc4180830-30j/ j10549). All coils were safely removed from the patient. Only the michibiki was used during the procedure and six out of ten (including the complaint coils) coils were successfully placed in the target aneurysm without resistance. The complaint products were new and stored per labeling instructions. Afterwards; the procedure was completed with no further issues. No patient injury was reported. All complaint coils and the michibiki microcatheter are going to be returned for analysis. Failure analysis found stretching and entanglement on the coil with lot # j10378. Minor kinking damage was also discovered on the coil with lot # j10380.

Manufacturer narrative:
The michibiki (hanako medical) ID: 0.020/0.023 inch was returned. The coil was returned unsheathed, entangled, and severely damaged. Located proximally 13.0 cm off the distal tip of the green introducer, the dpu protrudes 9.5 cm out of the sheath. Located 23.0 cm off the distal tip is severe mechanical sheath damage resulting in an opened skive. This was compression damage not produced by the resheathing tool. There is severe intermittent buckling and compression damage found along the entire length of the coil. This damage pattern is normally exhibited from distal interference or a complete blockage inside the microcatheter. Located 106.0 cm off the proximal end, the returned microcatheter has been mechanically damaged through compression. It is important to note that the 4 coils with three different lot numbers and catalog sizes had identical severe resistance difficulties inside the same microcatheter and that all 4 microcoil systems could not be resheathed. The coil was returned severely damaged. There are two contributing factors to the coil encountering severe resistance inside the microcatheter. Distal interference inside the microcatheter most likely caused the severe resistance encountered during coil advancement. If the mechanical damage found to the microcatheter occurred before or during the procedure; then this would be the primary contributing factor. This damage compressed the microcatheter¿s tube and would have caused severe resistance during the first four coils advancement attempts through this section. These coils may have opened up the compressed section during advancement allowing the remaining coils to pass through. How and when this damage occurred to the microcatheter cannot be determined. The secondary contributing factor was the choice of a noncompatible microcatheter that was used with 18 series microcatheter system. For optimum product performance and to prevent complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The michibiki microcatheter has an inner lumen of up to 0.023 the most likely root cause of the resheathing difficulty was due to the device positioning unit (dpu) protruding outside the sheath caused by mechanical sheath damage resulting in an opened skive. This allowed the dpu to protrude outside the sheath. In this condition resheathing cannot be performed. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. The microcatheter was also not compatible with the size of the coils. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.